Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, electrocautery used at the pocket site caused pacing inhibition and the dependent patient had to be paced externally. The pulse generator was explanted and replaced. The patient was in stable condition post procedure.